Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Electrode belt sn (B)(4) was not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication of a product malfunction. Treatment event analysis concludes: the patient received two inappropriate shocks. Af with rvr, nsvt, oversensing of low amplitude cardiac signal, and CPR/motion artifact contributed to the false detections. The response buttons were not pressed during the events. Medical attention not stated. Per holter monitor, the patient was in asystole with intermittent cardiac activity degrading to asystole from approximately 08:34:38 until the electrode belt disconnection at 08:59:55 on (B)(6) 2020. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. Further information surrounding the patient's passing was unable to be obtained. Review of the download data, indicates the patient received two inappropriate shocks in response to atrial fibrillation (af) with rapid ventricular response (rvr) and non-sustained ventricular tachycardia (nsvt). The patient was in af with rvr and nsvt at 150 bpm at the time of the each treatment at 07:07:08 and 07:17:21. The patient's post shock rhythm for the first treatment was af at 160 bpm with rvr, nsvt and motion artifact. The patient's post-shock rhythm for the second treatment was af at 110 bpm with nsvt and motion artifact. The response buttons were not pressed during the treatment events. The patient was in asystole with intermittent cardiac activity degrading to asystole from approximately 08:34:38 until the electrode belt was disconnected at 08:59:55 on (B)(6) 2020. The patient passed away on (B)(6) 2020.